Event description:
It was reported that the pump's usb port was "warped", causing difficulties charging the pump as it was hard to get the charging cord plugged in. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.